Event description:
Hardware removal due to infection. The patient was healed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.